Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during initial drain. The patient was connected. The technical service representative assisted to cycle the power on the homechoice and the device turned to initial ending therapy. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.